Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a plastic surgery procedure, the surgeon was able to squeeze the handle but the jaws were unable to close. The clips did not collapse and as a result, they can loosen and the blood vessel could leak. A different clip applier was used to complete the case.